Manufacturer narrative:
Corrected data: h6-health effect- clinical code: "4581- iris transillumination defects" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -10.00 into the patient's right eye (od) on (B)(6) 2020. The patient experienced iris transillumination defects. The lens remains implanted. The problem was not resolved. Status of the eye: "adverse event started (B)(6) 2023, noted as mild and related to device. (B)(6) 2023 was the last protocol required study visit, subject exited same day and will be followed per standard of care". Additional information provided: "(B)(6) 2023 the tid seen at the 36-month visit was very mild. It was difficult to even photograph. Clinician did not notice it at the 24-month visit or other previous visits. No other changes were noted in subject's health, meds, vision and refraction were stable." The cause of the event was the device. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6 - work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2 implantable collamer lens of diopter -10.0 into the patient's right eye (od) on (B)(6) 2020. Iris transillumination defects are reported. Cause of the event was the device. The problem was not resolved. Reportedly, "adverse event started (B)(6) 2023, noted as mild and related to device. (B)(6) 2023 was the last protocol required study visit, subject exited same day and will be followed per standard of care."